Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range pacing impedance measurement of greater than 2,000 ohms. The patient received an inappropriate shock due to oversensing of noise from the rate sense channel. Boston scientific technical services (ts) was consulted and discussed lead revision options. The rv lead was surgically abandoned but the ICD remains in service. No additional adverse patient effects were reported.